Event description:
During patient follow up it was reported that low sensing was observed. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.